Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports patient allegations of pain, swelling, inflammation, bone/tissue damage, dysfunction, discomfort, lack of mobility, metallosis and elevated cocr levels. Additional information received in patient medical records confirmed that a revision procedure was performed on (B)(6), 2013 due to deep septic arthritis and pain. Operative notes from the revision procedure indicate the surgeon noted significant scar tissue and a large amount of synovial and inflammatory tissue which was resected. The revision operative notes further indicate that an irrigation and debridement was performed as well as an open reduction internal fixation of the femur. The acetabular cup, modular head and femoral stem were removed and replaced with antibiotic spacers. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient alleges pain, swelling, inflammation, bone/tissue damage, dysfunction, discomfort, lack of mobility, metallosis and elevated metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00263 / 00264).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00263 / 00264 and 00265).